Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203- pulse test fault. The last patient to use this monitor did not report any deficiences.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. The cause of the pulse test failure was isolated to intermittent solder connections on quad micro-power operational amplifier buffer u901 and operational amplifier u1101 on the monitor computer analog board. The root cause for the intermittent solder connections could not be positively identified but was likely mechanical stress on the monitor ca board. No adverse event resulted from the intermittent solder connections. The last patient to use this monitor did not report any problems.